Manufacturer narrative:
Reporting institution name: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
It was reported to philips that, during servicing, it was found the worn battery requires replacement. The philips field service engineer (fse) confirmed the issue during evaluation. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the battery. The battery will be replaced. The device remains with the customer. There is no indication of a systemic problem. No further investigation or action is warranted.